Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a (B)(6) year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of thyroid mass (removal of the right lobe and lifelong treatment). Concurrent conditions were listed as tendinitis and dizziness (inner ear problems). On (B)(6) 2009, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion medically important), menometrorrhagia ("haemorrhagic periods / metrorrhagia"), dyspareunia ("dyspareunia") and bladder discomfort ("bladder heaviness") and was found to have uterine leiomyoma ("12 fibromas"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy for essure removal). At the time of the report, none of the outcomes for these events were known. The reporter considered bladder discomfort, dyspareunia, menometrorrhagia, pelvic pain and uterine leiomyoma to be related to essure administration. The reporter commented: essure removal information: (total hysterectomy) protocol: the uterus is enlarged + fibromas. The right and left adnexa are normal; absence of abnormality of the peritoneum; thermofusion section coagulation of the tubes, round ligaments and utero-ovarian ligaments, salpingectomy to be able to remove the essures at the same time; opening of the vesical peritoneum and lowering of it without difficulty; thermofusion section coagulation of each uterine artery; cervical dissection; crochet vaginal opening; impossible vaginal exteriorization because the uterus is too large; opening of the uterine serosa and dissection of the fibromas to reduce uterine volume; vaginal exteriorization of the uterus + 2 fibromas. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2020: uterus: bumpy polyfibromatous uterus measuring 152 x 85 x 81 mm, containing a dozen predominantly interstitial myomas, a more voluminous formation of 54 x 41 mm that is transmural and left posterolateral isthmo-corporeal submucosa, another median anterior measuring 43 x 33 mm that is corporeal interstitial and subserosa. Probable right ovarian functional fluid formation on 30 x 23 mm. [Pathology test] on (B)(6) 2020: report of the histological examination of a section of the total hysterectomy with bilateral salpingectomy: macroscopy -> the hysterectomy sections weighs 348 g and measures 13 x 10.5 x 7.5 cm. The cervix measures 5 cm. The endometrial mucosa is not thickened. The uterine wall contains numerous subserosal and intramural milium whose size varies from 0.5 to 5.5 cm along the long axis, whitish in appearance when cut. The myometrium is 3 to 4 cm thick. The right tube measures 9 cm, and the left tube 8 cm. Microscopy -> cervix: the exocervical squamous covering is of normal architecture. There is no lesion at the level of the junction and in the endocervix.uterine wall: the endometrial mucosa is atrophic, without cytological or architectural atypia. Myomas: the sections revealed a smooth fibromuscular proliferation in the form of tangled bundles made up of spindle-shaped cells of smooth muscle type without significant atypia or necrosis. The mitotic index remains low (1 mitosis for 10 fields at high magnification). Tubes: no tube abnormality. Conclusion: uterine leiomyomas - atrophic endometrium without atypia - cervix and fallopian tubes are unremarkable - no histological sign of malignancy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-apr-2022. The most recent information was received on 28-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain female') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid mass (removal of the right lobe and lifelong treatment). Concurrent conditions included dizziness (inner ear problems) and tendinitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("haemorrhagic periods / metrorrhagia"), dyspareunia ("dyspareunia") and bladder discomfort ("bladder heaviness") and was found to have uterine leiomyoma ("12 fibromas"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menometrorrhagia, uterine leiomyoma, dyspareunia and bladder discomfort outcome was unknown. The reporter considered bladder discomfort, dyspareunia, menometrorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: essure removal information: (total hysterectomy) protocol: the uterus is enlarged + fibromas. The right and left adnexa are normal; absence of abnormality of the peritoneum; thermofusion section coagulation of the tubes, round ligaments and utero-ovarian ligaments, salpingectomy to be able to remove the essures at the same time; opening of the vesical peritoneum and lowering of it without difficulty; thermofusion section coagulation of each uterine artery; cervical dissection; crochet vaginal opening; impossible vaginal exteriorization because the uterus is too large; opening of the uterine serosa and dissection of the fibromas to reduce uterine volume; vaginal exteriorization of the uterus + 2 fibromas. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2020: uterus: bumpy polyfibromatous uterus measuring 152 x 85 x 81 mm, containing a dozen predominantly interstitial myomas, a more voluminous formation of 54 x 41 mm that is transmural and left posterolateral isthmo-corporeal submucosa, another median anterior measuring 43 x 33 mm that is corporeal interstitial and subserosa. Probable right ovarian functional fluid formation on 30 x 23 mm.. Pathology test - on (B)(6) 2020: report of the histological examination of a section of the total hysterectomy with bilateral salpingectomy: macroscopy -> the hysterectomy sections weighs 348 g and measures 13 x 10.5 x 7.5 cm. The cervix measures 5 cm. The endometrial mucosa is not thickened. The uterine wall contains numerous subserosal and intramural milium whose size varies from 0.5 to 5.5 cm along the long axis, whitish in appearance when cut. The myometrium is 3 to 4 cm thick. The right tube measures 9 cm, and the left tube 8 cm. Microscopy -> cervix: the exocervical squamous covering is of normal architecture. There is no lesion at the level of the junction and in the endocervix.uterine wall: the endometrial mucosa is atrophic, without cytological or architectural atypia. Myomas: the sections revealed a smooth fibromuscular proliferation in the form of tangled bundles made up of spindle-shaped cells of smooth muscle type without significant atypia or necrosis. The mitotic index remains low (1 mitosis for 10 fields at high magnification). Tubes: no tube abnormality. Conclusion: uterine leiomyomas - atrophic endometrium without atypia - cervix and fallopian tubes are unremarkable - no histological sign of malignancy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.